Event description:
It was reported the procedure was to treat a mildly tortuous, heavily calcified proximal left anterior descending artery. Pre-dilatation was performed with an unknown balloon. The 2.75 x 23 mm xience v was advanced but could not cross the lesion. Additional pre-dilatation was performed using a 3.0 x 8 mm nc trek. A second attempt was made to cross the 2.75 x 23 mm xience v, however, the proximal shaft kinked and separated. The proximal shaft separated outside the body so the separated portion was easily removed. The procedure was completed with a non-abbott stent. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Failure to advance/cross the lesion could not be replicated in a testing environment as it was based on operational circumstances. Shaft kink and separation/detachment were confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. It was reported that the device was removed from the anatomy and reinserted. It should be noted that the xience v everolimus eluting coronary stent system (IFU) states, an unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Kinks or bends in the shaft can lead to weakening of the sds material, such that subsequent application of force or further handling can cause a separation. It is likely that the shaft kinked as a result of inadvertent mishandling during the procedure which weakened the shaft and subsequent withdrawal and re-insertion contributed to the shaft separation/detachment.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4): re-insertion. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.